Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5180980. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
A voluntary MDR/medwatch report was received on 01/15/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to information received through a maude report, the patient experienced a loss of consciousness on (B)(6) 2025. The cgm reading at the time was reportedly around 200 mg/dl. No bg meter value was provided; however, the patient stated that they believed they had experienced a hypoglycemic event. The patient self-treated with approximately 80 grams of fast-acting carbohydrates. The patient reported that ¿the blood sugar never increased afterwards,¿ though the meaning of this statement was unclear. Attempts to obtain additional clarification and further event details were made, but no response was received. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. It was confirmed that no serious injury, medical intervention, or permanent impairment occurred. Although the patient reported feeling as if she might lose consciousness, it was verified that she did not lose consciousness on (B)(6) 2025 and was able to self-manage the symptoms in alignment with her routine diabetes care. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2026-080415 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.